Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Furthermore, review of the log file provided by the account confirmed low flow hazard alarms; however, a specific cause for these events could not be conclusively determined. The submitted log file contained data from 10:23:49 through 14:40:38 on (B)(6) 2020, per the timestamps. Intermittent low flow hazard alarms were captured throughout the file due to the estimated flow persistently dropping below the low flow threshold of 2.5 lpm, to 2.4 lpm. The observed low flow events were not associated with elevations in pump power or pi events. No other notable events or alarms were captured. Despite the observed events, the pump appeared to function as intended. Multiple attempts were made to obtain additional information regarding the patient¿s death and the pump¿s return status; however, no further information was provided by the account and the pump has not been returned to date. If heartmate ii lvas, serial number (B)(6), is returned at a later date, this investigation may be reopened to include the evaluation of the device. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2019. The heartmate ii lvas instructions for use (IFU), and the heartmate ii patient handbook are currently available. Section 1 of this IFU, ¿introduction¿, lists bleeding and stroke as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Section 5 of the IFU, ¿surgical procedures¿, warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. Section 1 of the IFU, ¿introduction¿, addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes situations which may result in a low flow hazard alarm, including changes in patient condition. Section 6 of the IFU, ¿patient care and management¿, explains that pump flow is estimated from pump power and pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. This section further explains that physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, can result in reduced pump flows as long as the condition persists. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, describe all alarm conditions as well as the appropriate actions associated with each condition. Furthermore, the patient handbook also contains a section on handling emergencies. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was having low flow alarms. The patient's log files were reviewed and the log captured persistent low flows. The low flows resolved on their own with a change in medication and a cause was never identified. The patient was in the neuro intensive care unit following a subdural hemorrhage. The patient complained of nausea, vomiting and headache twice a week but acute morning of presentation. The patient also complains of shortness of breath and bilateral lower extremity swelling. It was thought that the patient came to emory because her implanting center was considering referring her for intervention for severe aortic insufficiency. The computer tomography scan showed a right subdural hematoma (sdh) with mass effect and midline shift. The patient was intubated in the emergency department. The patient went directly to the operating room for a craniotomy. The patient returned to the operating room the next day for evacuation of the sdh and placement of drains. The patient was transferred to inpatient hospice on (B)(6) 2020 and support was liberated on (B)(6) 2020 and the patient passed away.